Manufacturer narrative:
Immucor technical support assessed the test well images on the testing instrument using a remote electronic connection method on (B)(4) 2016 and determined that the anti-a test well in question did visually appear positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(4) 2016. The fse determined that the valve for the reagent diluter was leaking which caused the probe to drip reagent. As a result, the fse correctively replaced the valve, disassembled the pump and then lubricated (and cleaned) all of the internal pump parts. The fse then subsequently determined that the testing instrument was operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected positive result when using anti-a (murine monoclonal) series 1 on a galileo neo instrument, when tested on (B)(6) 2016.